Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed no delivery despite four different site changes. The patient's blood glucose at the time of incident was 404 mg/dl. The patient attempted to treat with insulin pump boluses but his blood glucose remained high. During troubleshooting the customer resolved the no delivery issue by changing the infusion set and reservoir. The reservoir was not returned for analysis.